Manufacturer narrative:
Technician found the CPR valve stuck in the open position by a bent base shroud pedal. The technician repaired the bent base shroud to resolve the issue.

Event description:
Technician alleged that the head of the bed will not go up. No pt impact.